Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was unknown. One day prior to the receipt of this report, the patient began treatment with intraperitoneal cipro (dosage, frequency, and duration not reported) and three days later, treatment with intraperitoneal ceftazidime (dosage, frequency, and duration not reported) was started for the peritonitis event. Dianeal therapies were ongoing during the hospitalization with the patient using their own homechoice device. On an unknown date, the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for this event. Treatment for this event was not reported. Action taken with therapy was not reported. The patient outcome was not reported. No additional information is available. This is report 3 of 4.